Event description:
It was reported that during use on an infant patient, the Infant Flow LP device with the blue mask was not maintaining PEEP and had to constantly be adjusted. The patient was in kangaroo care and was moving their head around from side to side. There was no patient harm was reported and the infant was placed back into their bed where the PEEP could be maintained.

Manufacturer narrative:
The device was not returned to ZOLL Medical Corporation. ZOLL's distributor compared the reported lot with another lot retained in-house and found no visible product defects. The distributor advised that the event was initially reported to them and following a review by their clinical specialist, they concluded that the most likely cause was incorrect mask sizing and/or user technique. We were informed that this occurred at the same time the end user was transitioning to full time use of the product. After being notified, our distributor provided additional clinical support and education to reinforce proper product selection and application.